Event description:
Bilateral lasik on 9/18/98 followied by an enhancement on 12/29/98, both by same facility. Preop refraction: od -0.75-5.75x99, os +0.50-5.75x89, no night vision problems. Post op refraction (non-cyclo): od +1.00-1.50x75, os pl -0.25 x 175. Severe night and low light diplopia, glare and "starring" due to irregular astigmatism caused by a decentered (os) and narrow (os & od) ablation(s).